Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a patient via a patient support program (psp) to report adverse event and concerned a 14-years-old (at the time of initial report) female patient of an unknown origin. Medical history and concomitant drugs were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml), from a cartridge, via a reusable pen, humapen luxura half dose (hd) at an unknown dose with unknown frequency via unknown route of administration, for the treatment of type I diabetes, beginning on an unknown date in 2020. On an unknown date while on insulin lispro therapy, her insulin pen was not pressing, it was pressing so hard, and it was not giving insulin. Her glucose level was not going down from 400 for two to three days (pc number: (B)(4); lot number: unknown). It was stated that reporter thought pen was not giving insulin since it was not pressing and stated that patient was receiving half dose pen a little less since patient had grown up. The reporter stated that they took the pen at school when this pen was not working and the pen at school was working. On an unknown date, she kept going into ketoacidosis and ended up in hospital in intensive care due to this. Information regarding corrective treatment, outcome of the events and the status of insulin lispro treatment was unknown. The operator of the humapen luxura half-dose pens and her training status was not provided. The general humapen luxura half-dose device duration of use and suspect humapen luxura half-dose pens duration was not reported. The action taken with the suspect humapen luxura half-dose pens was unknown and its return was not provided. The initial reporting consumer did not provide relatedness the events with the insulin lispro drug and humapen luxura hd device. Update 23-apr-2025; information was received on 18-apr-2025 from the responsible complaint person (rcp) regarding consumer product quality assurance (cpqa). No new medically significant information was received, and no other changes were done to the case. Update 27-oct-2025: additional information received on 23-oct-2025, from initial reporter via psp which upgraded the case from non-serious to serious. Added one serious event of ketoacidosis. Updated the narrative with new information. Edit 03nov2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 10-mar-2026: information received from the from responsible complaint personal on 04-mar-2026. No new medically significant information was received and hence no changes were made to the case. Update 23mar2026: additional information received on 12mar2026 from the global product complaint database. Entered device specific safety summary (dsss) for humapen luxura half dose (hd) device associated with (B)(4), lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Updated concomitant device as suspect device associated with (B)(4) and pc number was reprocessed in catool. Corresponding fields and narrative updated accordingly. Edit 23mar2026: the case was unlocked for minor edits in the narrative.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 23mar2026 in the b.5. Field. No further follow-up is planned. Evaluation summaryl the parent of a 14-year old female patient reported that the humapen luxura hd device "was not pressing, it was pressing so hard, and it was not giving insulin". Additionally, the reporter stated that the device was leaking after injection from the device. The patient experienced ketoacidosis and ended up in hospital in intensive care due to this. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.